Manufacturer narrative:
Findings upon investigation: this hip system did not have metal-on-metal articulating components as the complaint states. Updated problem and evaluation codes.

Event description:
Allegedly, the device failed due to metal debris corrosion and resultant metal ions, due to the metal on metal design between the articulating surfaces, causing continuing and otherwise irreversible physical injury to plaintiff.